Manufacturer narrative:
Describe event or problem: the end user reported that there was a black substance in the syringe. Deroyal: the reported sample was returned to deroyal. The defective tray component, 10cc luer lock syringe, was confirmed and shipped to our vendor, international medsurg, for further investigation. The investigation into the root cause is in process.

Event description:
The end user reported that there was a black substance in the syringe.